Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported device thrombus could not be confirmed through this evaluation. The account communicated that log files captured two low flow events that were determined to be caused by inflow cannula thrombus. The patient reportedly developed the thrombus after switching anticoagulation medications. The low flow alarms resolved after the patient received an anticoagulation drip and was placed back on their original medication. The submitted log file contained events and data captures spanning from (B)(6) 2023. Two transient low flow events were captured on (B)(6) 2023. A specific cause for these events could not be conclusively determined through this investigation; however, the pump appeared to operate as intended at the fixed speed. Additionally, a direct correlation between the low flow events and the reported inflow cannula thrombus could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use outlines the indications of thrombus and how to respond to such events. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the flow was not showing on the display but was showing under alarms and events. The log files captured two low flow events. The cause of the low fows was confirmed to be inflow cannula thrombus after coumadin was stopped and patient was started in apixaban. The alarms resolved with heparin drip and restart of coumadin (warfarin). The patient experienced dizziness and lightheadedness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.